Event description:
It was reported that the transfer set was not capped with a minicap when disconnecting the patient from the homechoice (hc) device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This is a report where the transfer set was not capped using the minicap when the patient was disconnected from the homechoice (hc) device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for ending the therapy. It instructs the user to immediately place the minicap disconnect cap on the transfer set once it has been disconnected. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.